Manufacturer narrative:
Concomitant medical devices: 1388t lead implanted: (B)(6) 2004.

Event description:
It was reported by a family member the patient is deceased. It was also reported the device displayed premature battery depletion and "would speed up and slow down." Additional information was requested and it was learned the battery depletion was rapid and the patient did not wish to have the device replaced "when it wore out." The cause of death was listed as natural due to congestive heart failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.